Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported that during an ablation procedure, after 50 nerve pulses, the device stopped working with an error message failing to recognize the electrode. The electrode was replaced but issue persisted. The insertion ports were then switched however high impedances were still present. The procedure was then abandoned.